Event description:
A male underwent initial aaa repair in 2006. One main body graft, two iliac leg grafts, one converter, and one occluder were placed. Over time a distal type I endoleak developed so the physician placed a leg extension graft in 2008 to extend the coverage, but there was enough room to not cover the internal iliac artery. The endoleak was resolved. Pt is doing well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to anatomical change in the pt over time.